Manufacturer narrative:
Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves. A2: age at time of event- corrected.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During sheath preparation, an air bubble was observed leaking through the valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During sheath preparation, an air bubble was observed leaking through the valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.